Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch pcq031, and no non-conformances were identified. Additional h3 investigation summary: one empty labeled winding former and a needle of product code 734 was returned for analysis. The suture was not received for evaluation. In order to evaluate the conditions of the returned sample, part the swage area and hole of the needle were noted broken and with marks that appears to be by surgical instrument. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. An opened box with eight packets of product code 734 were returned analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, all packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm when did the suture got detached? It was found detached in the package, after open the package, or during the procedure? During use. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available.

Event description:
It was reported that a patient underwent an unknown dental and oral surgery on (B)(4)2021 and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.